Event description:
It was reported that during an implant procedure, a clinician had difficulty inserting the lead into the implantable neurostimulator (ins) header block. The clinician was finally able to get the lead in, however the setscrew wouldn¿t seat down properly on the lead and couldn¿t be tightened. A new ins was used and the issue was resolved. There was no patient injury.

Manufacturer narrative:
Analysis of the implantable neurostimulator found the setscrew was backed out too far.

Manufacturer narrative:
Product ID 3889-28, lot# va0tbfz; product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).